Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation on (B)(6) 2012. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2012 and (B)(4) 2012 with the following findings: the meter and test strips were both evaluated and both passed testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) on behalf of the patient (his wife) alleging the patient's onetouch ultra meter was displaying inaccurately high results when compared to a hospital meter. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient's husband. The reporter stated the alleged issue occurred 1 month prior to contacting lfs. The reporter stated the patient had been receiving inaccurately high readings greater than "160mg/dl" for some time. The reporter stated on the day of the alleged issue, the patient obtained a reading of "170mg/dl" on her lfs meter. The reporter stated the patient normally tests her blood glucose one time a day and uses a combination of medications including metformin, "levotroxin" (unknown doses) and humulin 70/30 insulin based on meter readings. The reporter stated the patient's usual readings are "80-110mg/dl" the reporter stated the patient did not make any changes to her usual routine on the day of the alleged issue. The reporter stated on an unknown date and time, the patient developed symptoms of "nearly passing out" and she was given orange juice and cookies. The reporter stated some time later the patient felt better but emergency medical services (ems) was called. The reporter stated the patient was not treated by ems but was transported to the hospital. At an unknown time the reporter stated a reading of "48mg/dl" was obtained on a hospital or clinic meter. The reporter stated the patient was treated, but was unable to recall what the patient was treated with. The reporter stated the patient was admitted overnight and was not treated for any comorbidities. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing and the patient was using an approved sample site to obtain the samples. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claims due to the alleged inaccurately high readings, the patient administered too much insulin, developed symptoms suggestive of hypoglycemia and required treatment from a healthcare professional.